Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery hook instrument became separated while making an incision in the uterus. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that there was no piece or material missing at the distal end of the instrument. No fragment fell inside the patient¿s anatomy, and photographic images or video recordings of the device(s) or procedure were not available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a broken main tube approximately 25mm from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Common causes of the failure mode broken instrument main tube are attributed to damage during use.